Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced of low blood glucose and high blood glucose levels . Customer's blood glucose was 22 mg/dl and she reconnected it and it would not work. Customer states she calibrated with blood glucose 122 mg/dl, she went to bed and woke up with blood glucose 22 mg/dl, treated with honey and the pump kept flashing sensor glucose was not registering and ask for a blood glucose. The customer blood glucose was 120 mg/dl , 240 mg/dl, 66 mg/dl, 75 mg/dl. Customer current blood glucose was 408 mg/dl and treated with bolus. Customer declined to troubleshoot for blood glucose. The insulin pump will not be returned for analysis.